Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original equipment manufacturer (OEM). Please see the updates in sections: g4, g7, h2 and h10. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The scope was returned to the service center for evaluation. There were image issues noted during the evaluation. The scope was leak tested and a leak was noted at the biopsy channel of the device. The probable cause of the reported event can be attributed to mishandling.

Event description:
The service center was informed that during the scope¿s reprocessing a leak was noted. The user facility reported that the scope had been used in an unspecified procedure with no malfunction reported. There was no patient injury reported.